Event description:
The customer reported that while the iabp was in use on a patient, the iabp "started to alarm (alarm is unknown), then the monitor display went blank." No patient injury was reported.

Manufacturer narrative:
The company representative replaced the main pc board (part number: (B)(4)). In an unrelated repair, he replaced the rear panel (part number (B)(4)) which was damaged, and associated labels. The iabp was tested to factory specification. It functioned normally and was returned to the customer.